Event description:
The customer contacted abbott to report the master calibration of axsym rubella igg was not accepted and error code 1118 (invalid test result, intercept too low) was generated. Abbott requested the customer fax the calibration printout for eval. The customer stated the current calibrator lot has been in use for quite a while, and the axsym lamp is okay. After calibration with a new calibrator lot, a successful rubella igg calibration was achieved. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.